Event description:
It was reported that the patient experienced urethral atrophy causing mild incontinence, using 2 to 3 pads per day. A revision surgery was performed and the artificial urinary sphincter (aus) balloon and cuff were removed and replaced. There was no mechanical malfunction with the aus. There were no further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral atrophy causing mild incontinence, using 2 to 3 pads per day. A revision surgery was performed and the artificial urinary sphincter (aus) balloon and cuff were removed and replaced. There was no mechanical malfunction with the aus. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.